Event description:
As reported, when the basket of an ngage nitinol stone extractor was opened for initial use during a ureteral stenting for vesicoureteral procedure, it was found to be deformed and could not be used, so the basket was replaced to complete the procedure. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt. H3: other (code unspecified, describe in h10) (81). Device has been returned, and preliminary evaluation has been performed, however, our investigation is ongoing, and device evaluation summary will be included in our follow up report, once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation evaluation description of event: as reported, when the basket of an ngage nitinol stone extractor was opened for initial use during a ureteral stenting for vesicoureteral procedure, it was found to be deformed and could not be used, so the basket was replaced to complete the procedure. Additional information has been requested regarding the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Handle in open position. Handle actuates basket formation; however, formation does not fully open. Shrink tubing is wrinkled up at tip of basket sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance that may have been related to the reported failure mode. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other related complaints associated with device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, the IFU did not provide any information related to the reported issue. The shrink tubing had moved distally, partially covering the basket and preventing it from opening properly. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.